Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported right side "implant deterioration diagnosed via ultrasound and confirmed via computed tomography (CT)." The device has been explanted.

Manufacturer narrative:
Only device photos were received. Visual analysis: visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported "right side implant deterioration diagnosed via ultrasound and confirmed via computed tomography (CT)".device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.